Event description:
Customer reportedly, received the following results on the active s system within 10 minutes: 99 mg/dl, 296 mg/dl, and 402 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.